Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, too many patients on all patients list to view list of patients in the hospital. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to close patient lists. A technical support specialist investigated an issue where the "all patients" list on the station was too large to view. It was confirmed that if more than 300 current patients appear in the "all available patients" list, the system requires users to manually search for a patient instead of loading the full list, which was functioning as designed. A query run on the server for areas linked to the picu device ('or', 'ICU') showed a total of 1107 patient entries. This was due to a large number of patients still marked as "admitted," combined with the device¿s admission inactivity setting being set to 55 days. Technical support specialist explained that if auto-discharge was expected, the auto-discharge setting must be enabled for each applicable unit in the es server. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary , too many patients on all patients list to view list of patients in the hospital. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.